Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 38mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd) using a 12f amplatzer trevisio intravascular delivery system. The defect measured 32.8mm on transesophageal echocardiogram (tee). A stability check was performed. The occluder was implanted. The following day it was noted that the occluder embolized to the right atrium on tee. The patient was referred to cardiac surgery. The occluder was explanted, and the asd was surgically closed. The user believed the device embolization was due to the defect being large in size.

Manufacturer narrative:
An event of device embolization into the right atrium, after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the device was removed surgically and the asd was surgically repaired. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 38mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd) using a 12f amplatzer trevisio intravascular delivery system. The defect measured 32.8mm on transesophageal echocardiogram (tee). A stability check was performed. The occluder was implanted. The following day it was noted that the occluder embolized to the right atrium on tee. The patient was referred to cardiac surgery. The occluder was explanted, and the asd was surgically closed. The user believed the device embolization was due to the defect being large in size.